Event description:
The manufacturer received information indicating a trilogy ev300 ventilator failed fio2 testing during initial testing. There was no patient involvement, and no harm or injury reported. The testing failure indicated an active exhalation control module failed requiring the replacement of the proportional valve and three-way solenoid valve to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.